Manufacturer narrative:
Investigation findings call/complaint (B)(4) was received indicating that finished good 8000hdp resulted in a patient having an "edematous skin lesion and oral pain". Additional information provided upon the initial information being received has identified that the patient was in a prone position during a procedure for six hours. Raw material (B)(4) is the molded head positioner product. Communication between deroyal personnel and the reporting customer has occurred to request additional information in reference to the patient outcome and if the actual sample is available for review. This communication is identified as occurring on (B)(6) 2016. A response was received, on (B)(6) 2016, from the customer representative detailing there is no additional information available. Refer to the 8000hdp follow up. Pdf attachment. There is no finished good inventory or raw material inventory available for evaluation to compare to the drawings/specifications of the device. The failure mode, effects, and criticality analysis was evaluated for potential causes that could have resulted in the failure mode reported. Two potential causes were identified. First, the product could have shifted during use as a result of user error. This would be due to the end user failing to follow the instruction for use. Second, there is a potential for the product containing sharp edges as a result of a manufacturing/vendor related error. The instructions for use (IFU) states in section three, "confirm the disposa-view is properly fitted to the patient's face assessing for potential pressure points and assuring adequate clearance between nose and the mirror. Confirm that turning the patient did not loosen circuit connections or cause the tracheal tube to kink or disconnect" and within section five, "periodically reassess patient's position in the disposa-view for pressure points, facial clearance and tracheal tube connection and patency." The warning section one states, "to prevent injury from possible shifting of the tracheal tube or other devices, access patient for excessive contact pressure especially around the patient's eyes, nose, and mouth." Refer to the IFU booklet attachment. The reporting customer did not return a sample for evaluation; therefore, evaluation of the sample is unable to be performed in relation to the approved drawings and per the routing instructions contained within the work order. Routing instructions state, "visually inspect (B)(4) (molded head positioner) according to approved drawings" and provides additional detail within section one and eight for the inspection process related to flashing and rigidity of the foam. Cushion shall be free from loose matter. Firmly attached foam flashing at trim line is permissible. All flashing should be trimmed as closely as possible (within 0.063") except at tight edges where it is not practical.8.overwax allowed on surface "c" within ¼" either side of parting line as long as foam is not rigid. Raw material (B)(4) is supplied to deroyal from an external vendor but without the actual sample a vendor manufacturing issue is unable to be determined. The quality control complaint specialist reviewed the 2014, 2015, and 2016 supplier corrective action request (scar) and supplier notification letter (snl) logs for similar complaints or issues that would have contributed to the reported issue. No similar complaints or contributing issues were identified. The quality control complaint specialist reviewed the quality feedback investigation report for sales and similar complaint information. (B)(4). No previous reports of this nature have been identified. (B)(4). Deroyal will continue to monitor trends for this failure and will recognize in the future if it transitions from an isolated report to a recurring issue. Root cause: the true root cause of the reported issue is unable to be determined. A sample has not been returned to deroyal for evaluation. Review of the failure mode, effects, and critical analysis worksheet (corporate form 110) has identified potential root causes. The potential root causes were identified but not limited to the following: sharp edges are present on the device due to a vendor related issue that went undetected during the manufacturing process; or product shifts during use and the issue is not identified by healthcare provider. This failure mode would result due to the healthcare providing failing to follow the instructions for use. Corrections: a correction was not necessary. Corrective action: deroyal is unable to determine a root cause, no corrective action is necessary. Preventive action: deroyal is unable to determine a root cause, no preventive action is necessary. No further information is available at this time. We will provide follow up report if additional information becomes available.

Event description:
Quality issue details: date of occurrence: (B)(6) 2016. When did quality issue occur? During use. Who was using or operating the product when the quality issue occurred? Health professional. Was a medical procedure involved? Yes. Name of medical procedure: spinal surgery. Did the quality issue cause a delay in the medical procedure? No. Detailed description of quality issue: copied from e-mail notification: we have just received a complaint on the 8000hdp product which indicates patient impact. I am awaiting some additional information but wanted to reach out to you to see if you have any information on the suggest time in which the product should be used. The reported issue states; "spinal surgery in prone position, from 8:00 to 14:00. After the procedure, the patient had edematous skin lesion and oral pain." Once I receive the product sample and additional details for the complaint, I will forward all relevant information along to you. How was the quality issue was identified? By actual use. How was the product being used? Spinal surgery, prone position. Was it the initial use of the product? Yes. Was the product modified from the original condition supplied by deroyal? No. Was the product connected to or used in conjunction with other devices or equipment? No. Outcome details: outcome(s) attributed to quality issue: irritation, reaction, rash; person(s) affected by outcome(s) checked above: patient. Known pre-existing condition(s) of person(s) affected: none specified. Was the incident reported to the FDA? Don't know. Detailed description of outcome(s), including information regarding injury or any additional treatment/intervention required: see above. The investigation team followed up the initial report with additional questions. The sales representative communicated with the customer. This communication is identified as occurring on (B)(6) 2016. Refer to the 8000hdp follow up.pdf attachments. A response was received, on (B)(6) 2016, from the customer representative detailing there is no additional information available. The questions are copied below. What is approximate age of patient? What part of head were the lesions on? What part of mouth was the oral pain in? How long did oral pain last? What additional treatment was given as a result of lesions & oral pain?